Event description:
I had the hulka clips in 1992 when I was (B)(6). After having this op I was in the doctor's 50 days after having it done complaining of severe back pain. I was never told that the hulka clips can cause pain, of which I had straight away. My doctor at the time did not think to send me to see the gynaecologist for a follow-up appointment so I was never given one. Since then I was in and out of my doctor's every week complaining of pain and sharp stabbing pains of which I had 20 - 30 a day. Then I was sent to see relevant specialists and no one could understand why I was in so much pain. I ended up on disability because I could not work. I even went for a second, third and fourth opinion but no one could find out what was wrong. In 2012, I finally had enough of the pain and was suicidal. I went to see my medical records to see if there was anything a doctor had missed. I noticed that from the age of (B)(6), I never had a back problem. My eldest son said, "well what did you have done when you were (B)(6)?" Nothing really, just got sterilised and bingo - light bulb moment! From there I did loads of research into sterilization and was absolutely gobsmacked at what I was reading. In (B)(6) 2012, I had the clips out. This stopped the severe stabbing pains that I was getting 20 - 30 times a day. Now they are out I was getting them maybe twice a day. But they were a hell of a lot better. So home to recover only to still have severe bloating in the tummy and I must tell you I had 59 symptoms of sterilisation. This was very hard to live with. Especially the bloating and the very sore boobs. They felt like someone burning them with a match. My gynaecologist would not let me have the reversal on the (B)(6) as it cost too much. So I had to go privately to mr. (B)(6) who is a very good gynaecologist. He put me right and I had that done in (B)(6) 2014. I must add here that he does many women who have been sterilised that are having problems and he has very good results. I must tell you over the years I was on 27 - 33 tablets a day and still the pain was not going. I even tried to take my own life 4 years ago because I could no longer live with the pains I was getting. I noticed in some notes of yours on the net you mentioned follow up appointments. Well I never had one of those and I think it has cost my health dearly. I do hope you look into this because not only has it taken away 20 years of my life, it has left me feeling so hurt and I do not like going to the doctors because they never found out what was wrong with me. My youngest son was just (B)(6) when I had tl and he has never seen me without a limp. I noticed that you can be allergic to the hulka clips and I have had a hell of a job getting one done on the (B)(6). I had a patch test done on a monday and results on a friday and I was extremely sensitive to nickel and cobalt. This means I was having an internal reaction to the clips. They have gold plated on and so do contain nickel. So long term damage in my back. My health now is not good. I have a lot of pain in my back and I go for physio every few weeks. I have explained to him about my problem and I asked him why do I still get the stabbing pain in my side? His answer was because of the receptors in the brain. Your nerves are damaged. But sometimes they will mend and sometimes they don't. I have had an x-ray (B)(6) 2015 and here is what it says. Lumber spine: the lumber spine is scoliotic convex to the left. There are severe reductions of disc height spaces seen between l2 to l4 with end plate sclerosis and marginal osteophyte formation seen at these levels, in keeping with severe spondylotic change. There is also severe degenerative change seen affecting the lower lumber joints. Normal sij's. (B)(6). I am in a lot of pain. Can't sit for more than 10 minutes and can't stand for long either. I would like to tell you that for many years I had little blisters on my feet and I would go to my doctor's for him to see them and he would say they are hard to get rid of. I was never without them till I had the clips out and noticed I wasn't getting them. They would appear on my toe or under my feet and I would put cream on them and they would dry up and then I would just peel the skin off only to find another popped up on the other foot or another toe. So when I was going for the patch test I looked at my feet to see if they were clear and they were. Had the patch on a monday and woke up tuesday morning to find one on my toe, as you can see from the picture. I must also say at this point you will note I have had a toe amputated. In my notes it states that I was in the doctor's complaining my toe hurt a hell of a lot. This was in 1993 not long after I had tl. The doctor said there is no trauma, you couldn't see anything but it hurt like hell. Mr (B)(6) says that the hulka clips are pressing on the tiny nerves on my tubes. So I think it has affected my whole right side in general. What I would like to see is all women that want to have tl should be told of the side effects and let them decide for themselves what they want to do. It would also help to have follow-up appointments. This is where they failed me. Because in my notes it keeps stating I made a remarkable recovery after tl. How do they know this when I never had a follow-up? This experience has had a tremendous effect on my family and my kids were not able to enjoy there mum taking them to the beach or swimming pool when they were small. Not able to because I was in bed more than I was out of it. I do hope you look into this and make changes. It is very clear to me that these clips do give you pain and doctors are withholding very important info that would lead us not to have gone for the tl. We are and have been misled on tl. I would not like another family to go through this. The most frustrating thing is that I have written a questionnaire for the doctors to fill in for me and three years on I still have not had that. I am hopeful that I will get it as I just can't move on in life.